Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 14 jan 2020 were reviewed to identify patient harms/product issues on 23 jan 2020. The patient underwent a right knee revision due to pain and tibial tray loosening at the cement to implant interface. The femoral and patellar components were retained. Depuy cement was used during the primary operation. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : information has been reviewed and determined that this non-product issue record was recorded for product that has not be verified to have been manufactured and/or distributed by depuy synthes.therefore, this non-product issue record does not meet the definition of a complaint per scp-1403 attachment a in that there is no known alleged device and / or procedure deficiency against verified depuy product. If additional information is received regarding product it will be evaluated at that time.